Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: it is reported that during an anterior cervical disc fusion on (B)(6) 2013, when the surgeon was placing the plate which requires fixation pins, he discovered that the holding sleeve was broken. He decided to place the plate without the holding sleeve. Next, surgeon attempted to insert the screws into the relevant holes using the drill screw guide, but surgeon discovered that this was also broken. With this being broken, surgeon could not safely direct the screws into the vertebral body in a controlled manner. Surgeon placed screws anyway. Surgeon was unhappy with the placement of one screw, although he was able to complete the procedure without further complications. Surgery was prolonged for about 30 minutes. No patient injury was reported. This is 2 of 3 reports for this event.